Event description:
Baxter (B)(4) received a report that an infusor leaked at the fill port during filling. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: the root cause of the confirmed leak in the patient control module (pcm) was determined to be insufficient bonding at the connection between the tubing and pcm housing. The insufficient bonding condition was caused by operator error and awareness training was conducted in (B)(4) 2012, to address this issue.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample with approximately 30ml of fluid in the reservoir. Visual examination of the sample noted drug residue inside the housing of the 5 ml pcm. Functional leak test of the sample noted leakage inside the housing of the 5ml pcm. The root cause is under evaluation. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Should the root cause evaluation and/or any additional information become available, a follow-up report will be submitted. The reported leak problem was confirmed. Additional information: baxter finland received a report that an infusor patient control module (pcm) leaked during filling. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.